Event description:
Removal of an accolade tmzf #3 127, alumina liner f, and alumina head 32 standard head was reported. On (B)(4) 2013: additional information provided in the orthopedic consultation report indicated that the patient presented with pain status left tha. X-ray and CT scan confirmed loosening of the femoral component. This patient did receive radiation and it was noted that bony growth would probably be compromised.

Event description:
Removal of an accolade tmzf #3 127, alumina liner f, and alumina head 32 standard head was reported. On (B)(6) 2013: additional information provided in the orthopedic consultation report indicated that the patient presented with pain status left tha. X-ray and CT scan confirmed loosening of the femoral component. This patient did receive radiation and it was noted that bony growth would probably be compromised.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. The accolade stem shows significant bone ongrowth on the distal region of the coated area of the device, which is an indication of good fixation of the stem. There is not as much bone ongrowth proximally. The neck area of the stem is unremarkable apart from minor scratching from explantation. The exact cause of the event could not be determined because insufficient information was provided. Further information such as operative reports, x-rays and patient medical records would be helpful in investigating this event further. If additional information becomes available, this investigation will be reopened.